Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp. For evaluation, but returned to (B)(4). (B)(4) had sent the subject device to an independent laboratory to perform a microorganism culturing test, but the test result showed no microorganism was detected. The investigation by (B)(4) found that there was brightness uniformity in the image. The insertion tube of the subject device was slightly squeezed at 45 cm from the distal end. There were scratches on the distal end unit. It was also found that there were signs of wear and tear in the bending rubber and the bending section. The manufacturing record of the subject device was reviewed without irregularity related to this event. The exact cause of the event could not be concluded at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that the user received the subject device (loaner product) from olympus, reprocessed it before using it for a patient, and conducted a microorganism culturing test. The culturing test result was reportedly positive. There was no report of patient infection associated with this report.